Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic functional end-to-end anastomosis (release of ileus), on the third firing, firing was only able to be performed halfway (the knife did not advance). A new product was used to resolve the issue in order to complete the case. There was no patient injury.